Manufacturer narrative:
Diopter: -13.50, device evaluated by manufacturer? No -lens not returned. (B)(4). Method code(s): evaluation method: work order search. Evaluation code(s): evaluation results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions code(s)- (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the primary lens was exchanged for this lens. The surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -13.50 diopter in the patient's left eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced elevated intraocular pressure (44mmhg). The lens was explanted and no other lens was implanted. Post-op visit on (B)(6) 2015 - bcva was 20/25. See MFR # 2023826-2015-01246 for primary icl.